Manufacturer narrative:
After contacting bci technical support, the problem was identified and corrected. The waste tubing was correctly installed and proper bath draining was verified. A startup cycle was performed, which passed. The root cause was incorrectly installed peristaltic waste tubing. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the baths were overflowing following routine maintenance on the coulter ac*t 8/10 analyzer. The customer incorrectly installed user replaceable peristaltic waste tubing during routine maintenance which caused the baths to overflow with diluted control material. The customer did not seek medical attention. There was no death, injury and no exposure to mucous membrane or open wounds. There were no reports of impact to patient treatment or results.